Event description:
The user facility reported that the device overheated. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
The device was not available for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available for evaluation.